Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The sensor was inserted into the abdomen on (B)(6) 2019. On (B)(6) 2019, the patient experienced a skin reaction at the sensor insertion site on the abdomen following completion of a sensor session. Upon removal of the sensor, the patient noted itching, redness, and infection that extended beyond the patch perimeter. The patient sought medical attention at a clinic, where incision and drainage of the wound were performed. Mupirocin was applied topically, and the reaction was treated with a prescription for an oral antibiotic, either zithromax or sulfamethoxazole (exact medication not confirmed). There is no documentation of further medical intervention following the initial treatment. At the time of the report, the patient was noted to be okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.